Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal exposure motor connectivity issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. When connecting the robotic drill to the console, the led light did not flash, and held steadily lit. A kpc test and test case were completed without error. The drill was taken apart for further investigation. It is noted that the slip shaft is discolored. The drill¿s exposure motor was tested and passed. The drill¿s wiring was tested and passed. The drill is functioning as intended. An engineering review was completed. The exposure motor was tested and found to be responsive. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent connection between the drill and the console, or the user improperly inserting the connector. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill would not connect to the real intelligence cori console, there was a flashing white light above the handpiece icon, but the system did not register that the drill was plugged in; there was no error message displayed. The procedure was resumed, after a non-significant delay, with a change to a manual surgical technique. No patient injury was reported due to this issue.